Event description:
It was alleged that on various occasions nursing noted freeflow on initial setup of the IV tubing into a pump. No other info was provided for the several occasions.

Manufacturer narrative:
MFR's report date 01/28/1999. The pump was returned and evaluated. Rate accuracy testing was performed and the pump met MFR's specifications. The gap between the follower housing and pressure plate was found to have narrowed out of the recommended specification per the model 599 safety alert and service bulletin #411. It has been determined that, as a result of instrument wear or improper maintenance. The gap in the pump mechanism may narrow. If the gap becomes too narrow, it may become more difficult to correctly install the intravenous tubing which may result in an overinfusion. The correct set loading procedure should be followed per the directions for use (page 9) which states: "close the mechanism by pushing the orange latch to the left. Verify the tubing is fully within the mechanism and the air-in-line detector. Do not use the door to close the orange latch." The MFR has implemented a label instructing the user on proper loading of the intravenous set with a warning that misloading the set may result in a freeflow condition. A safety alert dated april 11, 1997, was faxed instructing the user to: measure the mechanism gap; replace the follower housing assembly if necessary; ensure that the set is correctly loaded into the pump mechanism. Co was unable to duplicate the reported freeflow/overinfusion.

Manufacturer narrative:
MFR's report date 02/06/1998.